Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6). Model/catalog description: tined lead unique identifier (UDI) #: (B)(4). (B)(6). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that a patient with a recharge-free snm ipg device experienced a tingling sensation, pain and discomfort down their right leg. Upon assessment, the stimulation appeared to be off, but the patient noted that the sensation persisted. The patient previously attempted to make adjustments to their stimulation, but it did not resolve the issue. The device was explanted and the patient is expected to fully recover.